Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the battery charger/modem would not power on. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. Additionally, the charger had a defective power supply. The cause for the failure was isolated to the flash memory failure and the defective power supply. The root cause for the defective power supply was unable to be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that the charger/modem was unable to power on.